Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7106163. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were revised and remains implanted. The patient was doing well postoperatively.